Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a duodenum biopsy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, after taking a biopsy and having removed the forceps from the endoscope, it was seen that one half of the forceps was missing. The missing component was found within the patient and a rothnet was used to remove it. No difficulty or resistance inserting or removing the device through the scope was reported. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that one jaw had broken off. The fractured part was sent for material analysis, and it was determined that the fracture occurred due to torsional overload in a bending moment. No material anomalies were noted. Functionally, the returned unit was not tested due to the sample return condition. The device welding and riveting was found to be within specifications. The condition of the returned incident device was consistent with the complaint that the device jaw detached. Based on the material analysis, the fracture likely occurred due to a torsional/bending overload. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors, which most likely caused the jaw to bend and subsequently break off. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
Patient age is unknown; however reported to be (B)(6). Intervention required to retrieve component). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a duodenum biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, after taking a biopsy and having removed the forceps from the endoscope, it was seen that one half of the forceps was missing. The missing component was found within the patient and a rothnet was used to remove it. No difficulty or resistance inserting or removing the device through the scope was reported. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.